Manufacturer narrative:
Additional information has been requested from the user facility. A follow-up report will be submitted if new information is received.

Event description:
It was reported that following a procedure at the user facility the patient presented with what appeared to be burns where the handpiece was not in contact with the patient. The procedure was completed successfully with no delay or medical intervention reported.